Event description:
It was reported that there was blurry image.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record, the reported failure "the optics were blurred" was confirmed. According to henke: dents were visible in the outer tube. The distal end was damaged and residues were visible from a high voltage flashover from the electrode inside the optical system broken optical components could be detected. Probable root cause for this failure is: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.